Event description:
It was reported that the patient presented to the doctor¿s office with lightheadedness and dizziness. An interrogation showed that there was no atrial capture and that the thresholds on the right ventricular (rv) leads were elevated. The atrial and rv leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the distal portion of the lead was returned. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Product ID: 6957 lead implanted: (B)(6) 1986; product ID: 6957j lead implanted: (B)(6) 1986. (B)(4).